Manufacturer narrative:
(B)(4). (B)(6). The laser machine was examined and tested by an amo field service specialist (fss). The fss was not able to duplicate the flap issue reported. The fss cleaned and reseated the galvo block connectors. The plastic clips were refitted. The fss noted the galvos and centration are stable. The fss adjusted the side cut retrace. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported the bed flap de-centered partially outside of the cone on the first patient of the day, therefore the procedure was aborted. The surgery center reported there were no complications. The patient had blurry vision on both eyes (ou) on the day of treatment. The planned procedure will be converted to a lasek at a later date. Bandage contact lenses were placed on both eyes and removed the next day.